Manufacturer narrative:
Insulation damage was found at 32.0-33.0cm from the distal tip consistent with clavicle crush damage. The etfe coating was intact at this location.

Event description:
It was reported that an asymptomatic patient presented in-clinic, fluoroscopy revealed externalized conductors. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.